Event description:
It was reported that a dexcom g7 continuous glucose monitor temporarily lost signal to the ilet, after which the blood glucose reading returned without intervention, consistent with an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a temporary loss of bluetooth connectivity between the cgm and responsible device consistent with out-of-range conditions, with normal function restored once the devices reconnected. It was concluded, based on previously established findings for similar reports, that the cause was user-device separation leading to expected temporary communication loss.